Event description:
During testing at the user facility, it was noted that the device door roller was missing and the door roller pin was broken. The device was returned to the biomedical department for a report of a broken door assembly. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.